Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway. It was identified that a duplicate report was submitted in MFR. Report# 1644487-2015-05226. Further reporting of the event will be captured in MFR. Report# 1644487-2015-05372.

Manufacturer narrative:
(B)(4):the supplemental report #2 inadvertently reported the incorrect codes. Since the handheld was operating on a 2002 os, this is a known event that was addressed in labeling related to a software error.

Event description:
The physician reported that the frozen screen was occurring at the interrogation successful page on the handheld which was operating on a 2002 os.

Event description:
It was reported that the handheld device was having issues freezing despite performing hard resets. The handheld device and software flashcard have not been returned to date.

Event description:
Product analysis was completed for the handheld device. No anomalies associated with the handheld were noted during testing. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.